Event description:
It was reported that the patient had excellent results from their trial phase of testing for the neurostimulator ¿went great¿ and was ¿excellent¿ except they had a urinary tract infection. They had not been implanted with the device at the time of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) clarified that there was no issue, there was no uti. The patient did not have an infection and did not have a uti.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).